Event description:
A hospital in (B)(6) reported via our distributor that water had leaked from an rt212 adult breathing circuit after 3 days of use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The rt212 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint device has not been returned to the manufacturer. It has been visually inspected by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Results: it was determined that water was leaking from the water trap of the circuit. A lot check revealed no other similar complaints for this lot number. Conclusion: the rt212 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested during production. All breathing circuits which fail the pressure test are rejected. This suggests that the leak developed post-production. The user instructions that accompany the device state: check all connections are tight before use. Set appropriate ventilator alarms. A ventilator alarm alerts the user to a leak and allows them to act by replacing the breathing circuit according to their standard procedures. (B)(4).